Manufacturer narrative:
The reported event of capture anomaly and header anomaly could not be confirmed. Visual inspection of the device did not reveal any anomaly that could contribute to the reported event. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.

Event description:
It was reported that during an implant procedure that the implantable cardioverter defibrillator (ICD) was unable to capture; the physician suspected faulty header connection. The physician elected to use a different ICD and complete the procedure. The patient condition was stable.